Manufacturer narrative:
Patient reported to be over 18 years of age. The complainant was unable to provide the suspect device upn or lot number; therefore, the device manufacture date and expiration date are unknown. (B)(4), erosion of the esophagus. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The wallflex stent was implanted by dr. (B)(6) of (B)(6).

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted to treat a leak resulting from a bariatric surgery on (B)(6) 2010. According to the complainant, the stent was removed on (B)(6) 2010 by dr. (B)(6) because it was not resolving the leak. During the removal, the physician noted that there was some erosion at the stent implantation site. The physician suspected that the erosion was due to the stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. It should be noted that the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. As this was used to treat an esophageal leak, this has been identified as an off-label use.